Event description:
In 2008, the pt reported that while changing her insulin cartridge, the plunger became stuck to the piston rod of the infusion device causing insulin to spill into the cartridge compartment. She was instructed how to remove the plunger from the piston rod and was advised to dry the cartridge compartment with a cotton swab. She was educated on the proper technique for removing the insulin cartridge from the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.